Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failure alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio, absence of alarm due to hardware low level failure.

Event description:
The customer reported via phone call that they had breakfast and went to the gym, changed the reservoir and noticed that the blood glucose was on the low side more. The customer's blood glucose level was 68 mg/dl at the time of the incident and the current blood glucose was 72 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with food. The customer was experiencing low blood glucose for just that day. The customer does not allege that the insulin pump was over delivering. The customer stated that their blood glucose have not gone about 70/80 today which seemed weird to them and wanted to make sure that the insulin pump was working correctly. The device will not be returned for analysis.